Event description:
Boston scientific received information that this device which was implanted out of the united states was recently unable to be interrogated and a message displayed upon attempting to interrogate stated that some features were not available. Boston scientific technical services (ts) was consulted and suggested that there was a software installation key needed and once that was inserted into the programmer they would be able to interrogate the device. The caller was not aware of where to get this software key. Additional information is unable to be received. It is unknown if there was ever a successful interrogation or if the software key was found. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.